Event description:
Customer reported receiving a glucose result of 247 mg/dl on their medisense optium blood glucose meter. Customer reported feeling sweaty, cold, excessively thirsty, and also reported excessively urinating. Customer then reported entering into a diabetic coma, and when an ambulance arrived, the customer's blood glucose was over 1000 mg/dl when checked by the paramedics. An intravenous treatment of insulin was administered in order to stabilize glucose levels. Customer reported spending approximately on month at a local hospital.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.